Event description:
During the procedure, blood was leaking out from the hemostasis valve of the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.